Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit and could not reproduce the problem. The technician troubleshot the device and found a stiffened 3-way valve. The 3-way valves on both circuits were cleaned, adjusted and checked by the technician. A supplemental medwatch will be submitted if new information has been received.

Event description:
It was reported that the hcu 30 had no more temperature regulation on the patient side during patient treatment. So they needed to switch immediately to the cardioplegia circuit. There was no delay on the surgery and also no negative consequences to the patient. (B)(4).